Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, the peep (positive end expiratory pressure) on a 980 ventilator was not functioning properly. Information pertaining to the use of the device at the time of the reported event and patient outcome (if applicable) has not been provided. The covidien service engineer (se) inspected the device and was not able to duplicate the reported condition. The se performed extended self-testing on the device and all tests passed.

Event description:
Received information that the ventilator was not in use on a patient at the time of the reported event.